Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customer's blood glucose level ranged from 293 mg/dl to 240 mg/dl.